Event description:
Reported issue: the staples appear to have fallen out of the patient. The family claims the patient had a donut on its head for the car ride home and by then the surgical site had opened up at the skin layer.

Manufacturer narrative:
Qn#(B)(4). From the pictures provided it was confirmed the defect reported by the customer failure to function - staple re-opens. However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. The device history review could not be conducted since the lot number was not provided. If the complaint samples become available at a later date, this complaint will be updated accordingly.